Manufacturer narrative:
This report is being amended to reflect changes in sections. No device or photos were received; therefore the condition of the device is unknown. The x-ray images provided confirmed the dislocated components of the construct. The lot number of the product is unknown; therefore the device history records, complaint history could not be reviewed. The reported device is used for treatment. It could not be confirmed if the devices were used in an approved and compatible combination. Surgical notes were not provided. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the patient's hip has dislocated. It is unknown if they have been revised.